Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ping meter had black marks on the display. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013, at 10:30am. The patient reported using insulin pump therapy to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 5 hours after the issue first occurred she developed symptoms of ¿dry mouth and sick stomach.¿ the patient reported on an unknown date at 3pm, she had 2 units of novolog as treatment. The patient reported no other device was used to manage her diabetes. At the time of troubleshooting, the cca was able to determine this was not the first time the meter had been used, and there was no misuse of the product. The patient confirmed she did have a back up meter to test on. Replacement products were sent. There is no indication that the product caused or contributed to an adverse event. The patient¿s reported symptoms do not meet lfs¿ criteria for a serious injury. There were no blood glucose readings, symptoms or treatment reported which suggest an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting by the cca.

Manufacturer narrative:
Follow-up # 1 ¿ (05/06/2014).the patient¿s meter has been returned on 3/24/2014 and evaluated by lifescan product analysis on 4/23/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have cracked/broken lines on the lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.